Manufacturer narrative:
Device evaluated by MFR.: initial visual examination of the returned device noted proximal stent strut damage, struts on the last eight proximal rows were severely misaligned. The balloon and stent was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a stent damage occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous left anterior descending (lad) artery. A 2.25mm x 16mm promus element plus stent was used to treat the target lesion. The device was unable to cross the lesion. They performed the parallel wire technique, but the issue was not resolved. Therefore, the device was removed from the patient. They then noticed that the stent design was deformed. The procedure was completed with a 2.25mm x 12mm promus element plus. No complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a stent damage occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous left anterior descending (lad) artery. A 2.25mm x 16mm promus element plus stent was used to treat the target lesion. The device was unable to cross the lesion. They performed the parallel wire technique, but the issue was not resolved. Therefore, the device was removed from the patient. They then noticed that the stent design was deformed. The procedure was completed with a 2.25mm x 12mm promus element plus. No complications were reported and the patient's status was good.